Event description:
After being implanted with mentor silicone implants in 2009 my health immediately started to decline, after a revision to my left breast only in 2010 my health got even worse. Joint and muscle pain, migraines, sinus issues, dizziness, ringing in ears, stomach issues, constipation. Mood swings, depression, swollen lymph nodes under left arm, couldn't focus, suicidal thoughts, felt like I was walking around in fog (not in my body). Night sweats, in and out the hospital, blurry vision, floaters in my eyes, itchy ears, fatigue, insomnia, temperature intolerance. Chemical sensitivity to light and sound, severe dry mouth, auto immune diagnosis, yeast, infections, reoccurring infections. So many tests, so many doctor's appointments and medications, even a surgery.